Event description:
A customer reported an issue with the insulin pump's fill estimate, where the insulin gauge displayed a different amount than expected. Despite this discrepancy, there was no adverse impact on the customer's blood glucose level. A technical support representative confirmed that any displayed positive value was considered accurate and assisted the customer in understanding this. However, since the issue persisted, the decision was made to replace the pump. The customer was sent a replacement pump along with instructions on using and returning the current pump.